Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the customer tried to connect the blood transfusion or infusion set to the female luer lock connector, it was cracked and leaked. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Two (2) photos received for evaluation. Picture one (1) shows the packaging of product. Picture two (2) shows a close-up of the proximal end female luer connector which is observed to have a crack. One (1) unit was received without original package, in used condition. Visual inspection revealed a crack in the female luer connector, crack identified is located along of the luer. Based on the replication of the failure mode evaluation, the crack reported is not attributable to the manufacturing process. The root cause for this event is unknown. A notification was sent to the supplier to inform them about the broken luer. The product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).